Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise over-sensing which led to pacing inhibition. No intervention was made. There were no patient consequences.